Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h11 corrected data: g5: device is distributed in the united states. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a review of the receiving inspection (ri) for viper2 x25 set screw inserter was conducted identifying that lot number ag2098470 was released in a single batch. -batch1: lot qty of (B)(4) units were released on april 24, 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper2 x25 set screw inserter (part # 286735400 / lot # ag2098470) was received at us customer quality (cq). The distal tip of the device was broken, no fragments were returned. The received condition was consistent with the complaint condition thus the complaint was confirmed. Device failure/defect identified? Yes; distal tip was broken. Dimensional inspection: due to post manufacturing damage, dimensional inspection was not performed. Document/specification review: drawing(s) reviewed: current & manufactured revisions. Conclusion: the overall complaint was confirmed for the received viper2 x25 set screw inserter (part # 286735400 / lot # ag2098470) as the distal threaded tip was broken off. Although no definitive root-cause can be determined its possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: synthes employee. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. PMA/510k: device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the front part of the screwdriver with screw head was broke off. The broken part was discarded. No fragments left in the patient. The procedure was completed successfully without any delay. The patient has no consequence. Concomitant device reported: unknown setscrews (part# unknown, lot# unknown, quantity unknown). This is report 01 of 01 of (B)(4).